Event description:
It was reported that during surgery, while device was outside the patient, the tip of the linear driver shaft w/ ao qc broke. Procedure continued using a backup device from smith and nephew, without surgical delay and no injury to the patient.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, per complaint details, the device broke during the procedure; however, a s +n backup was available and used to complete the procedure without report of patient injury or surgical delay. Per correspondence, the instrument broke outside of the patient/all pieces were recovered. It was communicated that the requested op notes/patient information were not available. Reportedly, there was no surgical delay or patient injury alleged and since no fragments fell into the wound/all pieces were recovered and the procedure was successfully completed with a s+n backup device, no further patient impact would be anticipated. No further medical assessment is warranted at this time. A visual inspection confirmed part of the tip of the t8 linear driver shaft w/ ao qc is broken off and has not been returned. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Additional information: b1/b2/b5/g3/h1/h2/h6.

Event description:
It was reported that during surgery, while device was outside the patient, the tip of the t8 linear driver shaft w/ ao qc broke. Pieces were removed from the patient, and procedure continued using a backup device from smith and nephew, without surgical delay and no injury to the patient.